Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was poor barrier separation after centrifugation which resulted in elevated k, ca results with an unspecified bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the sst had an inappropriate gel barrier formation after centrifugation. Which results in elevated k, ca results.